Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's low and high blood glucose levels. The customer was found unresponsive by the spouse. The customer's blood glucose level at the time of incident was 30 mg/dl. The customer's most current level was 494 mg/dl. The customer was taken to the hospital for the lows. The customer was treated at the hospital for the lows. The customer treated the highs with the pump. Troubleshoot was unable to be conducted due to customer having turned in the pump due to being out of warranty.